Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced pain around the heart. The patient was referred to the physician. As of this time, this crt-d remains in service. No additional adverse patient effects were reported.